Event description:
A reprocessed harmonic ace shears 36 cm malfunctioned, as the tip melted during the case. A white piece within the jaw dislodged. There was no harm to the patient and another shear was opened (also reprocessed) without any issue.